Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was failed and it had an issue with row board cable. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) reseated the row board cable for drawer auxiliary 1.2, verified proper operation through diagnostics and the application, and tightened the hard stop fasteners. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was failed and it had an issue with row board cable. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.